Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an adhesive detachment issue event on (B)(6) 2026. The infusion set adhesive patch detached from the cannula housing or base prior to insertion. The issue occurred after deployment during the insertion process. The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.